Event description:
Additional information received reported that diagnostics include impedance test and reprogram were performed. The patient had a fractured lead. Patient had contacted her doctor to schedule a replacement of lead. Patient was doing well.

Event description:
It was reported that the patient's stimulation was intermittent, with her implantable neurostimulator (ins) 'shutting off, and turning back on, and sending weird signals.' The patient felt her stimulation come on and off depending on how she moved, and felt 'almost a shocking feeling' some times. The patient programmer (pp) indicated that the stimulation was on; when the patient turned it off, the sensation went away. The patient had not fallen but had a kidney stone and had been in the hospital. Additional information received reported that the patient felt a shocking or jolting sensation in the abdomen and back that occurred in certain positions such as bending over or positioning herself to sit. At the time of the reported information, the patient's ins was on at 3.6 volts of stimulation. The patient's stimulation 'stopped working' as she did not feel the stimulation. The patient's stimulation was turned off and at 0.0 volts; it was planned that the stimulation would remain off until the patient's device was checked. It was noted that the patient had her stimulation on all of the time, and that she had it on during the previous week's procedure that was done for her kidney stones where 'they blasted them.' It was noted that the patient had fallen off of the couch 'a few times.' It was noted that the patient had e. Coli in her blood and was on an antibiotic IV line. No known accident or incident was related to the event. Additional information received reported that since turning her ins off on (B)(6) 2012, the patient's shocking/jolting had subsided, but she experienced a return of pain and her leg started to "turn." Additional information received reported that the patient was still having concerns with her device or therapy but was working with her physician or manufacturer representative. The patient wished that 'the progress was moving faster.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-25, serial#: (B)(4), implanted: (B)(6) 1999, product type: extension; product ID: 7434-e, serial#: (B)(4), implanted: (B)(6) 1999, product type: programmer, patient; product ID: 7425, serial#: (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator; product ID: 7425, serial#: (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator; product ID: 3487a, lot#: l60295, implanted: (B)(6) 1999, product type: lead. (B)(4).